Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose was 40 mg/dl. The patient treated with food and glucose tablets. Their blood glucose increased to 140 mg/dl. Troubleshooting was initiated for the low blood glucose. The reservoir contained more insulin than the amount displayed on the status screen. The customer believed that the insulin pump had over-delivered. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Device was monitored and function properly noted. Insulin pump passed the delivery accuracy test at 0.0870 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).